Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had "huge" complications from the surgery for implanting her device. The pt said she had skin grafts because the surgeon made an "error" when implanting the device. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Event description:
Additional information received from the hcp indicated the device was implanted in 2004 with a revision done in 2008. The patient had not been seen by the hcp since 2008. No further information was provided regarding event or the revision.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for failed back surgery syndrome and for multiple back operations. It was reported that the patient had huge complications and additional surgeries and skin grafts due to the error in the surgeon¿s original implant of the device and that there was a mistake. Additional information was received on 2019-sep-04 which reported that the patient had major complications with implant surgery. She has had multiple surgeries and issues. There were no further complications reported.